Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_recharger_acc, serial # unknown, product type recharger; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient was in a lot of pain at the location of their implantable neurostimulator (ins). The doctor told the patient that the leads were not long enough so they placed the ins underneath their right arm. The patient stated that the site had been very painful. They noted that the healing process had been painful and that the pain was shooting down the front of their abdomen near the area of the naval. In addition, the patient could not lie down to rest on her body because of this. The incision looked good and the site was a little warmer than the rest of their body but was sore. Additional information received reported that the patient still had concerns with their device or therapy but had an appointment with their manufacturer representative (rep) on (B)(6) 2015. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, and if the issue was resolved. This event will be updated if additional information is received. Additional information was received on (B)(6) 2015 indicating that the patient was being scheduled for a pocket revision. It was noted that there was incorrect information, the leads were long enough. The pain down the abdomen at the stimulator site was resolved. The pocket revision was because the patient did not like the location. The revision had been scheduled but the date had not been finalized. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The health care professional of the clinical study reported the patient had pain with forward flexion, extension, side bending, and rotation. X-ray and examination were done as diagnostics in (B)(6) 2015. The stimulator was repositioned as an intervention (B)(6) 2015. Additionally it was noted the stimulator placement was hard to change. The etiology was noted as the stimulator and recharge process due to location. The event was related to the device or therapy and implant procedure. The event was unresolved with no further action planned.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was pulse generator painful. The clinical diagnosis was not applicable.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was implantable neurostimulator (ins) unable to recharge. The clinical diagnosis was the device pocket location unacceptable to the patient. Diagnostic methods included examination and imaging which showed that the hardware was intact and no other issues were noted. The etiology was noted as related to the device or therapy and related to the procedure. The etiology was noted as recharge process with poor coupling and unable to charge in current pocket.